Manufacturer narrative:
Image evaluation completed on june 29th, 2020. Upon visual evaluation of the two images provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Implant rupture and capsular contracture complaint information are consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/25/2019, mentor became aware that inadvertently made an error on initial submission indicating there was rupture on the right side which there was no issue with the right device, nor any patient consequences. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: on 6/15/2020, mentor became aware that inadvertently missed reporting in the previous supplemental report that the physician indicated that the complaint devices has been discarded due to deterioration state of the devices. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2020, indicated that both implants were ruptured, and there was also bilateral issue with capsular contracture baker grade I-ii. On (B)(6) 2019, patient had bilateral mastopexy, capsulectomy,and devices were removed with no replacement. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an unknown breast surgery with mentor memorygel 325 cc on the right side and 300 cc on the left side, silicone breast implants which bilaterally ruptured after implantation. Left side is a possible rupture. Patient indicated she desire removal with no replacements. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.